Event description:
It was reported that the burr hole device support clip was loose/poorly fixed (a state in which it opened immediately even if it was fixed) and did not have sufficient strength to hold the lead. There were no external contributing factors are identified. No damage was found. A product defect of the support clip was considered. A spare burr hole device was opened and used as a substitute. The issue was not resolved.

Manufacturer narrative:
H3: device in transit to manufacturer. Analysis results are not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.